Event description:
The customer's father reported that the insulin pump had a cracked screen. Troubleshooting was done. Customer's blood glucose was 107 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor deep scratched display window. No crack found on lcd window or lcd glass noted.